Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the second firing the clip scissored. There was no damage to the tissue. The scissored clip was pulled off the artery. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 1 clip as intended. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.